Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they experienced high blood glucose. The customer's blood glucose was 350 mg/dl. To 400 mg/dl. It was stated that the retainer ring was broken. Troubleshooting was performed for high blood glucose ad high blood glucose. It was stated that the reservoir was able to lock in place when inserted into insulin pump. It was stated that the auto mode was not active at the time of incident. The insulin pump will be returned for analysis.